Event description:
Same pt as MFR report #: 6000093-2007-02012. Clinical trial. It was reported that 558 days following the index procedure, the pt developed in-stent restenosis. One day prior to the index procedure, the pt was admitted due to symptoms of unstable angina and an abnormal ECG (results unk). It was noted that the pt had a recent cardiolite test that showed apical ischemia as well as inferior ischemia. She was transferred to the enrolling hospital for cardiac catheterization. Target lesion 1 was a 2.75x5mm de novo, 75% stenosed, moderately tortuous lesion of a lima (left internal mammary artery) to the mid lad (left anterior descending). Target lesion one was treated with the direct stenting using a 2.75x16mm taxus express2 drug eluting stent. Following post dilation, residual stenosis was 0%. Target lesion 2 was a 3.5x25mm de novo, thrombotic, 95% stenosed, moderately calcified, moderately tortuous lesion of the proximal rca (right coronary artery). Target lesion 2 was treated with direct stenting using a 3.5x28mm taxus express2 drug eluting stent. Following post dilation, residual stenosis was 0%. The pt was discharged the next day on asa and clopidogrel. The pt was admitted 558 days following the index procedure due to a 2 week history of worsening chest pain. Cardiac catheterization was recommended. Treatment consisted of angioplasty to the mid rca to treat diffuse in-stent restenosis. Residual stenosis was 10%. It was noted during this hospital stay that the pt was not compliant with managing her diabetes mellitus. The pt was discharged the next day on asa and clopidogrel. According to the investigator, the device causality for this event was probable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.